Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile cerepak tm detachment handle was received contained in the decontamination pouch. Visual inspection was performed. The distal end of a delivery system was inserted inside the nose cone. No appearance of damages were observed. The slider was easily translated when activated; however, the distal end of the delivery system could not be easily removed. An audibly click was heard upon completion of actuation, and the slider automatically recovered to the starting position after actuation. There was an audibly click heard upon completion of reset. The nose cone was separated from the detacher, and the inner tube was found out of place from the slider. The nose cone was removed while keeping the housing intact, a visual inspection was performed, and the components were found in normal position, clean with no appearance of damages. A manufacturing record evaluation was performed for the finished device 102109430 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the failure to detach the embolic coils with the use of the cerepak detacher was confirmed based on the stuck and misplaced condition of the inner tube inside the detacher. It is suggested that distal end of the delivery system was not correctly inserted into the nose cone of the detacher since according to the risk documentation, a failure to detach with handle and the need to use the manual break is a potential issue that can occur due to incorrectly inserting the delivery system to a hard stop inside the handle while using the detacher to detach the coil. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. It should be noted that product failure is multifactorial. A CAPA is currently investigating failure to detach. The instructions for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1 cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-may-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, h.10, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00457, 3008114965-2024-00458. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during coil embolization of a middle meningeal artery (mma), two coils, a 1mm x 3cm cerepak freeform mini (mcr091030 / 31177297) and a 1.5mm x 2.5cm cerepak freeform mini (mcr091525 / 31149187) did not detach correctly. The cerepak tm detachment handle (mdh1 / 102109430) as well as the manual break were attempts and neither method worked. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . The purpose of this MDR submission is to include the additional event information received on 17-may-2024. [Additional information]: on 17-may-2024, additional information was received. Per the information, the target vessel of the procedure was the middle meningeal artery (mma). The coils failed to detach via the detachment handle, then manual break was attempted unsuccessfully. When the coils were removed after the unsuccessful detachment attempts, they were still attached to their respective delivery systems. The coils were not stretched when they were removed. The microcatheter used with the two coils was a plato® 17 microcatheter (scientia vascular). There was no evidence of blood flow interruption as a result of the reported issue. The procedure was successfully completed; the handle was replaced and the two coils were replaced with smaller sizes. The information confirmed there was no negative patient impact and there was no procedure delay. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00457, 3008114965-2024-00458, and 3008114965-2024-00459. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.